Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator), with high left ventricular (lv) output noted. The device was explanted and replaced. It was also reported that there were high lv thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.